Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve. During the procedure, the valve of the sheath became detached. The sheath was exchanged and the procedure was completed without patient consequences. The valve becoming detached was assessed as a reportable malfunction.

Manufacturer narrative:
Additional information was received on september 18, 2018 stating that there was no resistance or difficulty during insertion or removal of the catheter. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 11/1/2018. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The returned condition noted was that the brim cap had a small gap between the molded hub with dark reddish brown inside that area. The dilator was also returned and looks normal. Originally, it was reported that during the procedure, the valve of the sheath became detached. The damaged brim cap returned condition does not contradict the original determination. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve. During the procedure, the valve of the sheath became detached. The sheath was exchanged. There was no resistance or difficulty during insertion or removal of the catheter. The procedure was completed without patient consequences. The device was inspected and the brim cap was found with a small gap between the model hub and dark reddish material was found inside. Then during the second visual inspection, the device was found in normal conditions. The brim cap was detached to the catheter hub and the hub ring outer diameter (od) and brim cap inter diameter (ID) were measured and they were found within specification. Then, the insertion/withdrawal test was performed on the received unit. The vessel dilator was introduced/withdrawn into the cannula sheath through the cap valve sheath several times and neither hemostatic valve separation nor anomaly was observed during test performed. Per microscopic analysis, the cap and molded hub were inspected. No anomalies were observed on the unit. Also, the retention ring of the preface was inspected under vision system and retention ring was observed properly molded. No damage conditions were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).